Event description:
Initial cea result 12.4 ng/ml. Same sample repeated twice gave result of 1.0 ng/ml each time. The result of 1.0 ng/ml was reported to the physician. If additional information is received, appropriate notification will be provided.